Event description:
Falsely low advia centaur xp tsh3-ultra results were obtained for samples from several patients. The patient samples were tested for tsh on the advia centaur xp and the results were higher. Select samples were tested on an alternate test method and the results were higher. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant tsh3-ultra result.

Manufacturer narrative:
The cause for the discordant advia centaur xp tsh3-ultra result is the rare variant of tsh. An important product safety information bulletin (10814911) was sent to customers in the united states and an urgent field safety notice (10814910) was sent to customers outside of the united states, issued may 2013, that explains a rare variant of tsh, identified in a small cluster of patients, is not detected by siemens advia centaur systems tsh3-ultra assay. The customer communications also included a reminder that, for diagnostic purposes, the results obtained from these assays should always be used in combination with the clinical examination, patient medical history, and other findings. The instrument is performing within specification. No further evaluation of the device is required.